Event description:
It was reported that a patient's blood glucose levels (bg) reached 350  mg/dl, while wearing the pod between 4 and 24 hours, when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
The pod was received with the cannula assembly fully deployed. Corrosion was observed on the pcb assembly, mechanism rails, bottom battery, and middle battery. Initial attempts to download the data from the pod were unsuccessful as measurement of the battery voltages found all three battery voltages to be lower than expected. An external power supply was attached to the pod in an attempt to establish a connection with the master pdm, however this was unsuccessful. The pcb assembly was removed from the pod chassis and attached to the power supply, however this was also unsuccessful. The pod data was unable to be obtained as the pod could not establish connection with the master pdm. Inspection of the fluid path found a tear in the unexposed portion of the soft cannula, resulting in fluid leaking inside the device. The internal leak contributed to the corrosion observed and the inability of the pod to connect to the master pdm. The soft cannula tear and resulting internal leak prevented the proper delivery of insulin. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626 [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755 [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.